Event description:
It was reported that after repositioning the atrial lead, the ventricular lead was reconnected to the device, and intermittent pacing occurred. Changed setscrew and still no consistent pacing from the device. A new device was implanted with normal function. No patient complications have been reported as a result of this event.